Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent laser therapy, lysis of adhesions, and vulvar laser therapy on (B)(6) 2008 due to chronic and acute pelvic pain and endometriosis. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and year in (B)(6) and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6)-2008 along with concurrent cystoscopy and biopsy of probable vin due to sui, abdominal and spinal cramps, pelvic pain, frequency/urgency, and probable vin. No additional information was provided..

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent sling revision and botox injection of the levator ani muscle on (B)(6) 2009. On (B)(6) 2009 the patient underwent exploratory laparotomy and enterolysis. On (B)(6) 2011 the patient underwent bilateral medtronic neuromodulation implants, and intraoperative programming. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2017 .